Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 12 atmosphere (atm). The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. Patient was good post procedure.